Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Had a mako tka with dr (B)(6) at the (B)(6) hospital in (B)(6), where femoral cuts for a size 5 left cr component left us with an improper fit. Femoral array had not been bumped as checkpoint passed before and after cuts. The trial component fit everywhere except for the anterior chamfer, which had a 5mm gap from bone to trial component. Upon inspection of our cuts with the planar probe, all cuts were shown to be accurate as per plan, the posterior cut was cut slightly too deep (1.2mm), and the distal femoral cut was left slightly too proud (1.5mm) - all within our error limits. Dr (B)(6) said the knee still balanced fine, and our gaps turned out as per plan. The gap on the anterior chamfer was filled with cement when the final prosthesis was implanted. Delay: >30 minutes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: a review of the DHR associated with rio 374 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There were other reported events for the listed catalog number ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints values was completed. The data at this time shows all system verification values were within the accuracy tolerance region; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Had a mako tka with dr (B)(6) at (B)(6) hospital in (B)(6), where femoral cuts for a size 5 left cr component left us with an improper fit. Femoral array had not been bumped as checkpoint passed before and after cuts. The trial component fit everywhere except for the anterior chamffer, which had a 5mm gap from bone to trial component. Upon inspection of our cuts with the planar probe, all cuts were shown to be accurate as per plan, the posterior cut was cut slightly too deep (1.2mm), and the distal femoral cut was left slightly too proud (1.5mm) - all within our error limits. Dr (B)(6) said the knee still balanced fine, and our gaps turned out as per plan. The gap on the anterior chamffer was filled with cement when the final prosthesis was implanted. Delay: >30 minutes.